Event description:
Gambro rec'd a report of a d2 flowmeter hose disconnection of phoenix machine, with one hour and 20 minutes left into this pt's treatment. Facility's pt care tech (pct) disconnected the dialyzer connectors during prime because an independent conductivity meter needed to be connected to the machine. The d2 hose popped off at the outlet of the d2 flowmeter. The staff was made aware of this hose popping off as the phoenix machine generated a "p2 pump failure" alarm. Customer reconnected the hose after it had popped off and resumed the treatment on this pt. There was no pt injury, medical intervention, blood loss or shortened treatment time warranted in this event. A gambro technical service (gts) representative, reported that the customer removed the dialyzer connectors during prime because an independent conductivity meter needed to be connected to the machine and this could've caused a pressure spike that ultimately led to the disconnection of the d2 hose. After the treatment was completed, the gts rep inspected the machine and found that it worked within MFR's specs. The machine is currently in service with no reported problems.